Event description:
The device was replaced.

Manufacturer narrative:
Device evaluation: a review of the device noted, deformation was observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 13mar2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.